Manufacturer narrative:
Garriboli, l., miccoli, t., pruner, g., & jannello, a. M. (2019). Pta and stenting of femoropopliteal trunk with cordis smartflex stent system: a single-center experience. Vascular and endovascular surgery, 153857441987555. Doi:10.1177/1538574419875551. As reported in the literature by garriboli, l., miccoli, t., pruner, g., & jannello, a. M. (2019). Pta and stenting of femoropopliteal trunk with cordis smartflex stent system: a single-center experience. Vascular and endovascular surgery, 153857441987555. Doi: 10.1177/1538574419875551; one patient experienced late stent occlusion 30 months after placement of a smartflex self-expanding stent delivery system (ses). The patient originally came to the institution with acute lower leg ischemia due to acute occlusion of superficial femoral artery (sfa). The patient first underwent 24-hour-long thrombolysis and then single stent deployment (smartflex 7mm x 150mm) at the superficial femoral artery with distal patency of both anterior and posterior tibial arteries. The product remains implanted in the patient; therefore, it was not available to be returned for analysis. Additionally, as the sterile lot number was not available, a product history record (phr) review could not be performed. The reported ¿stent occlusion¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Thrombosis (occlusion) is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The events reported could not be confirmed as the product was not returned for analysis and procedural images were not received, and no determinations could be made. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the stent occlusion reported. However, patient factors are likely as the event occurred 30 months after implantation. According to the information for user (IFU), which is not intended as a mitigation, ¿appropriate antiplatelet/anticoagulant therapy should be administered pre and post procedure¿. Without a lot number to conduct a phr review, it is not possible to determine if the reported event could be related to the manufacturing process. However, as there is no indication that the event was related to a design or manufacturing issue; no corrective or preventative actions will be taken at this time.

Event description:
As reported in the literature by garriboli, l., miccoli, t., pruner, g., & jannello, a. M. (2019). Pta and stenting of femoropopliteal trunk with cordis smartflex stent system: a single-center experience. Vascular and endovascular surgery, 153857441987555. Doi: 10.1177/1538574419875551; one patient experienced late stent occlusion 30 months after placement of a smartflex self-expanding stent delivery system (ses). The patient originally came to the institution with acute lower leg ischemia due to acute occlusion of superficial femoral artery (sfa). The patient first underwent 24-hour-long thrombolysis and then single stent deployment (smartflex 7 x 150) at sfa with distal patency of both anterior and posterior tibial artery.